Event description:
I used fixodent and poligrip from approx (B)(6) 2008 and still using it (once daily). I have a partial need something to hold it up. While I was using fixodent and poligrip, I was experiencing numbness and tingling in my extremities. On (B)(6) 2011, I was diagnosed with neuropathy. Blood test taken at that time showed that I had low levels of neuropathy to permanent and requires continuous medical care and treatment.